Event description:
It was reported that "during craniotomy for brain tumor removal, the tip of the burr snapped and was not located after. Multiple skull x-rays were taken and surrounding area searched with tip not being recovered." No patient impact was reported. On follow-up, it was noted that the surgeon was drilling suture holes when the tool broke. The surgeon commented that the patient's bone was rather hard. It was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. No evaluation was performed, as the part was not returned. If the product is returned in the future, a complaint investigation will commence. No deviations were noted in the device manufacturing history. On follow-up, it was confirmed that there was no patient impact. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."